Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
The suspect slap hammer was returned to the manufacturer for evaluation. Testing found that the shaft was broken off at the end cap. This confirmed a physical damage failure due to broken pieces.

Event description:
A medtronic representative reported that, while removing an interbody trial, a slap hammer broke. The site had a backup hammer to resolve the reported issue. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.